Event description:
Pump declared an altitude alarm, which did not adversely impact the customer's blood glucose level. The customer did not report the issue happening again within the past month, and insulin was not suspended as the issue occurred earlier in the day. Technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.